Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The test p-cap locks properly in place in the reservoir compartment. Insulin pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Event description:
Information received by medtronic indicated that the insulin pumphad cracked keypad and a deep scratches on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.